Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3 - date of event is estimated. A4- patient weight is unknown.

Event description:
It was reported pc displayed the message "replace generator soon" and approaching end of life. Surgical intervention may be pending to address the issue.

Event description:
Additional information indicated patient underwent surgical intervention on 30 june 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.